Manufacturer narrative:
(B)(4) - re-insertion of the device. (B)(4). The device has been received; however, the investigation is not yet complete.

Event description:
Device issue: stent migration. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure in the calcified and tortuous mid left anterior descending artery, and after pre-dilatation, attempts were made to cross the 3.0 x 28 xience v stent system; however, it could not cross and the stent dislodged from the stent system. Using a snare device, the stent was successfully removed from the pt anatomy. A larger xience v stent was implanted in the target lesion. There was no adverse pt sequela reported. Though requested, no add'l info was provided.